Event description:
Pt in bed and no one else in room. With no intervention, bed went from semi-fowlers position to semi-tredelenburg position. Pt was found by nurses with chest wedged against bedrail. (Also right side of the head of the bed was lower than left side of head of bed).